Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ precisionglide¿ needle there was dirt inside the package. The color of the foreign matter is black, the foreign matter is on the needle body.

Manufacturer narrative:
Investigation: batch history analysis (DHR), maintenance records and quality notifications were verified, no quality deviations and maintenance occurred. Photo and sample were received from customer to analysis, and with them, it was possible to confirm the defect. The foreign matter failure, according sample and picture, occurred due to lack of cleaning up the needle assembly machine. With that grease residual over the racks and rails support was detected.

Event description:
It was reported that before use of the bd¿ precisionglide¿ needle there was dirt inside the package. The color of the foreign matter is black, the foreign matter is on the needle body.